Manufacturer narrative:
Correction: product event summary: analysis could not confirm the reported event of random device shutdown. However analysis found that the device failed battery removal testing, the capacitors on the main printed circuit board were defective.

Manufacturer narrative:
Correction: product event summary: analysis confirmed the reported event, the capacitors on the main printed circuit board were defective.

Event description:
It was reported that the external pulse generator (epg) "randomly" turned off while in use on a patient. The epg will be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).